Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a compromised force sensor system alarm and a button error alarm on the insulin pump. Customer agreed to replace the pump and was advised to revert to a back-up plan.

Manufacturer narrative:
The pump was received with intermittent button response due to corroded keypad traces. No button error alarms were noted. The pump was received with operating currents within specification. The pump passed the self test, unexpected restart, rewind and displacement tests. No compromised force sensor system alarms were noted. However, unable to prime the pump during the prime test and the pump alarmed motor error during the basic occlusion test due to a faulty force sensor resistor. The drive support was inspected and no anomaly was noted. The pump was received with a cracked case at the display window corners, cracked battery tube threads and minor scratches on the lcd window.